Manufacturer narrative:
This report is being supplemented to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported event. The probe tip was found broken off. The missing portion of the probe was returned and measured at 17mm in length. In addition, the teflon pad was found discolored and melted, exposing metal. The most likely root cause could be attributed to insufficient tissue between the jaws during activation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "Do not perform high-frequency output while the grasping section is closed. Do not perform high-frequency output while the probe tip is in contact with other metallic parts (e.g. Metal trocar tube, hand instrument, clip, etc.). Do not perform high-frequency output when the probe tip is not in contact with tissue. "

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at a time. This type of tip damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue or hard object such as metal clip or other hard objects. Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the point of the steel scissors broke off the device. The physician stated that the scissors did not come in contact with any metal surface. The intended procedure was completed with the same device. No patient injury was reported. No further information was provided. Olympus followed up multiple times with the user facility via telephone and in writing to obtain more detailed information about the reported event, but with no results.